Manufacturer narrative:
(B)(4). Correction for initial report (submitted on (B)(4) 2012): pt gender: female. Adverse event, life-threatening and required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Manufacturer narrative:
Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/17/2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 at 03:20am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter would not power on. On (B)(4) 2012, the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at an unknown time. The patient reported that when she tested with the subject meter, it would not power on. The patient reported she manages her diabetes with insulin (self adjust). The patient reported that she could not test because the meter would not power on. The patient reported that on (B)(6) 2011 at 06:00pm, she became "shaky" as a symptom due to the product issue. The patient reported that she drove herself to the ER and received a glucagon injection as treatment for the product issue and felt better afterwards. The cca noted that during troubleshooting, there was no misuse of the subject. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began and received hcp treatment.